Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had mild shortness of breath. The cause of the low flow alarms was considered to be right heart failure due to the appearance of ventricular fibrillation. It was noted that the patient did not develop right heart failure prior to implantation, and it was not right heart failure thought to have been caused by the device. There were no low flow alarms since the ventricular fibrillation stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events cannot be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted; however the account attributed the alarms to ventricular fibrillation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for supraventricular arrhythmia which required drug therapy and cardioversion. The patient had ventricular fibrillation and a few low flow alarms. It was noted that the patient had a history of non-persistent ventricular tachycardia, and the patient did not have an implantable cardioverter defibrillator (ICD) prior to left ventricular assist device (lvad). The clinicians did not think the arrythmia in this event was device related. Defibrillation was performed and blocker dose was increased and amiodarone was added. It was noted that the patient also had epistaxis. The patient also had exacerbation of heart failure due to the progression of anemia. Nasal mucosal ablation, cautery, and hemostasis were performed, and they stopped taking bayaspirin (acetylsalicylic acid) due to the repeated epistaxis. The bleeding resolved. The signs of heart failure had improved since the bleeding stopped. The arrythmia disappeared and there were no reoccurrences. The patient was stable and discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6). Section e1: reporter phone number: (B)(6).